Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Elective replacement indicator (eri) occurred after explant. Concomitant products: model: 5076-52, lead; implanted: (B)(6) 2011.

Event description:
It was reported that the patient presented and telemetry was unable to be established with the patients implantable cardioverter defibrillator (ICD) and the device unable to be interrogated. Multiple attempts were made to establish telemetry/interrogate the device, via wired and wireless telemetry, and all attempts were unsuccessful. It was also noted the device did not emit an alert tone when a magnet was placed over the device. The device was removed and replaced. No patient complications have been reported as a result of this event.